Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached and the handle cannula was in good condition. There was evidence of the flaring process performed during manufacturing. Further examination found the device had shavings inside the catheter near to the dongle housing and the wire, between the cannula located close to the dongle housing, was kinked. Functional testing could not be performed due to the flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. The most probable root cause classification for this event is supplier manufacturing. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician manipulated the handle to extend the snare loop out of the distal tip of the sheath, the snare loop did not come out. The physician suspected that the sheath might be longer than usual or the wire might be shorter than usual but could not be confirmed. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.